Event description:
It was reported that the pt experienced a loss of therapeutic effect. After three revisions (reference MFR report #6000032200901398, 6000032200901399, 6000032200901400), it was noted that the area the pt needed stimulated was not being stimulated. It was stimulating the pt's hip and knee. The pt's status was reported as fair. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.